Event description:
Insulated bovie tip placed on smoke evacuation bovie for procedure. Bovie tip placed in patient incision to stop bleeding. Current conducted through side of bovie tip and small thermal injury occurred to the pt's incision.